Event description:
It was reported by the surgeon that the patient underwent a primary procedure on (B)(6) 2011 and subsequently was revised on (B)(6) , 2012 due to an infection.

Manufacturer narrative:
The patient underwent a successful revision of a custom proximal tibia replacement. This revision is the second stage of a two stage treatment. There is no indication at this time that the reported infection is attributed to the device. Infection is a procedure-related aspect of arthroplasty with sometimes additional patient-related risk factors for infection. Corrections: brand name corrected from custom distal femur replacement implant to custom proximal tibia replacement. Common device name corrected from prosthesis, knee, femorotibial, cons to limb salvage system prosthesis, knee, femorotibial, cons. Note: proximal tibia is not marketed in the us therefore the event is not MDR reportable. An initial MDR was submitted to FDA in february 2012 therefore this supplemental is being submitted to document the outcome of the investigation.

Event description:
It was reported by the surgeon that the patient underwent a primary procedure on (B)(6) 2011 and subsequently was revised on (B)(6) 2012 due to an infection. This is a supplemental report to 3004105610-2014-00061 (B)(4).

Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. Current information is insufficient to permit a conclusion as to the cause of the reported event. Requests are being made for additional information and a supplemental report will be provided if this information is received. Please note that this custom implant is similar to the mets modular distal femur (B)(4).